Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, the device struck an end table, and the led screen cracked, after which a replacement was provided and return instructions were given. Symptoms included hyperglycemia with a reported peak blood glucose of 326 mg/dl lasting about one hour, with negative ketones and no medical intervention. Outcomes included temporary elevated glucose without hospitalization or additional assistance. Investigation included collection of event details and coordination of replacement and return. Investigation of this device revealed damage to the device enclosure and display consistent with user-induced physical impact. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical stress.